Event description:
It was reported that when a patient presented for a routine follow-up, the device could not be interrogated. The device could not be interrogated with rf telemetry. Interrogation with inductive wand and second programmer was tried but connection to the device was unsuccessful. A device download was tried with no success. The physician elected to explant and replace the device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported inability to interrogate the device was confirmed in the laboratory and was due to a malfunction with the u2 chip.